Manufacturer narrative:
(B)(4). Physio-control performed a clinical assessment of the downloaded patient ECG record. Physio determined that defibrillation was needed for the ECG rhythm that was displayed. The device advised a shock but the user did not push the shock button. The defibrillator charge was allowed to time out because the user did not agree with the ¿shock advised¿ decision produced by the device. This occurred 7 times during the event and a defibrillator shock was not delivered to the patient. The device has not been returned to physio-control for an evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the device displayed an ECG rhythm that the attending clinicians believed was asystole and the device prompted ¿shock advised¿. The shock was abandoned as the device users did not press the shock button and then the device began to analyze the patient¿s ECG rhythm again. This occurred 7 times during the event and a shock was not delivered to the patient because the device users did not believe the patient¿s ECG rhythm was shockable. The (B)(6) year old patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and found the device to be functioning properly. Engineering was consulted regarding the reported issue. Engineering reviewed the device evaluation results and provided feedback indicating that the device was performing as specified.

Event description:
The customer contacted physio-control to report that the device displayed an ECG rhythm that the attending clinicians believed was asystole and the device prompted ¿shock advised¿. The shock was abandoned as the device users did not press the shock button and then the device began to analyze the patient¿s ECG rhythm again. This occurred 7 times during the event and a shock was not delivered to the patient because the device users did not believe the patient¿s ECG rhythm was shockable. The (B)(6) year old patient did not survive the event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the device displayed an ECG rhythm that the attending clinicians believed was asystole and the device prompted ¿shock advised¿. The shock was abandoned as the device users did not press the shock button and then the device began to analyze the patient¿s ECG rhythm again. This occurred 7 times during the event and a shock was not delivered to the patient because the device users did not believe the patient¿s ECG rhythm was shockable. The 55 year old patient did not survive the event.